Event description:
A health professional from a surgical facility reported an alleged "port leak" with a lap-band device, and did not have the complete report from the surgeon. The port was explanted and further information has been requested if another device was implanted, but further information has not been received at this time. Follow up findings: health professional reported that the leak was first noted when the physician aspirated less fluid than notes indicated should be in the band. No diagnostic testing was conducted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."